Event description:
It was reported that the patient's device appeared to lose the intracardiac signal for several seconds. The device checked out normal with sensing and pacing thresholds and the phenomenon was not able to be reproduced during a follow-up. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.